Manufacturer narrative:
Investigation summary: one (1) photo shows the sample viewed in the blister pack which shows the batch information. The second (2nd) photo shows the blister pack partially open with the needle assembly in it. There appears to possibly be a liquid drop on the inside edge of the needle hub. The third (3rd) photo appears to show a closer view of the same liquid drop on the inside edge of the needle hub. Silicone is used in the manufacturing process. It is possible that a small amount was on one (1) of the assembly rack pins during the assembly process. This silicone then was transferred to the inside of the needle hub when the needle hub was placed on it. The small white plastic particles could be from components from the machinery used in the assembly and packaging process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8331670 item #303198. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description silicone is used in the manufacturing process. It is possible that a small amount was on one (1) of the assembly rack pins during the assembly process. This silicone then was transferred to the inside of the needle hub when the needle hub was placed on it. The small white plastic particles could be from components from the machinery used in the assembly and packaging process rationale bd acknowledges that there is orange foreign matter (fm) on the needle hub. This one (1) occurrence would not exceed the acceptable quality limit of ¿foreign matter (fluid path): particles > 1/64in = 0.65% aql¿ for the batches associated with this complaint. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no. 305198, batch no. 8331670. It was reported that before use of the needle 16gx1-1/2in rb there was a white residue and liquid droplets discovered inside that needle hub. The following information was provided by the initial reporter: when opening the needle packing, and before attaching to syringe for compounding, pharmacy teammate noticed white residue and liquid droplets inside needle hub. Lot 8331670.